Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Moisture damage found on interface board. Device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that he jumped into the pool with the device on. Customer's blood glucose was 44 mg/dl. There was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.